Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2015-48591.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was declined to 46 mg/dl. The customer reported they did not bolus, causing their low. The customer was able to raise their blood glucose to 61 mg/dl at the time of the call. Customer stated their drive support cap appeared to be normal. The customer also reported the insulin pump was exposed to a magnetic resonance imaging machine. Customer also reported a reservoir leak. The insulin pump will not be returned for analysis.